Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Product location unknown.

Event description:
It was reported the patient underwent a left lateral partial elbow arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2016 due to fractured and loose polyethylene, pain, and synovitis. All components were removed and replaced with total elbow implants.